Event description:
Rptr bought a camera from olympus of america. The cleaning instructions did not say how to disinfect the camera after use. The sales rep said that it wasn't necessary to disinfect it. This camera is put into the abdominal cavity as the telescope. It must be high level disinfected according to aami and aorn standards. The sales rep would not give rptr instructions to disinfect the camera.